Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a celiac trunk aneurysm using ruby coils. During the procedure, the physician placed a lantern delivery microcatheter (lantern) in the target vessel using a diagnostic catheter and guiding catheter, then placed an uncovered stent device. Next, the physician successfully implanted seven ruby coils in the target vessel using the lantern. The physician then attempted to place the last ruby coil. After inserting approximately 10 to 15 centimeters of the ruby coil into the aneurysm, resistance was encountered and the tip of the lantern kicked out the aneurysm and was trapped between the vessel wall and stent device. The physician then attempted to withdraw the ruby coil in order to reposition the lantern, but the ruby coil unintentionally detached. Therefore, the coaxial system (lantern, diagnostic catheter and guiding catheter) was removed. After a few unsuccessful attempts, the detached ruby coil was caught with a gooseneck snare just behind the stent device and pulled out of the patient. It was reported that only a small part of the ruby coil remained trapped between the vessel wall and the stent device. The procedure was ended at that point and there was no report of an adverse effect to the patient.